Event description:
It was reported that during surgery, the point of the product, broke. All pieces were removed from patient. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
One 72201774 biosure 7x30mm ha screw used for treatment, was partially returned for evaluation. The complaint stated: ¿the point of the product, broke.¿ dimensional inspection verified this was a 7 x 30mm product. Approximately 4mm of the distal tip was fractured off. The item displayed a torn distal tip with jagged sharp edges. The symptoms are consistent with force. This may occur from entanglement with another instrument or device. It is also consistent with excess torque applied as when unexpected bone density is encountered or an inadequate diameter tunnel. Per instructions for use: ¿prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. It is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device¿. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution.